Event description:
It was reported that during a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a 100% stenotic lesion in the proximal left circumflex (lcx) coronary artery. A zeon introducer sheath, a root guidewire, and a launcher guide catheter were also used in the procedure. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.